Manufacturer narrative:
Trend analysis: no trend considering the following event was identified: guiding pin broken. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description : it was reported that during time of impaction, the pin of the lateral position guide just broke under the impact. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the vertical pin of the returned lateral position guide has broken off at the welding. The broken off pin has not been returned for an investigation. Besides the breakage, the lateral position guide shows some scratches and signs of use. The design of the lateral positioning guide is of version b. Review of product documentation: inspection plan was reviewed. The characteristic regarding the laser welding are the following: the characteristic 7: pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. The characteristic 8: "aauq.20.060 allgemeine anforderungen / general requirements" is checked 100% visually and documented by the supplier. The characteristic 11: "aauq.26.269 laserstrahl-schweissen / laser beam welding" is checked 100% visually and documented by the supplier. The charatcteristic 13: "1.0 52 (saubere schweissnaht)" is checked with aql2.5. The design of the instrument was changed on november 19, 2013 (version b to version c of the instrument). Within this change, the connection to vertical rod was improved: transition fit was changed to a press fit. The instrument involved in this complaint was manufactured before the design change root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Possible, as a design change has been performed to improve the connection area. This instrument is still of the old design. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible. A systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible. Visual inspection of the returned instrument did not evidence corrosion. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. Possible, as the returned vertical pin is slightly bent. This suggests that force might have been applied on the vertical pin. It is possible that the surgeon or staff was unfamiliar with instrument usage and handling. Additionally a deterioration in function as a result of repeated use is possible. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as the vertical pin has not been returned. Force might have been applied on the vertical pin. Conclusion summary: the instrument has been returned for investigation. The vertical pin of the returned lateral position guide has broken off at the welding and has not been returned. The design of the instrument was changed on november 19, 2013 (version b to version c of the instrument). With the design change, the connection to vertical rod was improved. The instrument involved in this complaint was manufactured before the design change. Moreover, it was reported, that the instrument broke under the impact. This suggests that force might have been applied on the vertical pin. If the instrument is used correctly, no force is applied on the vertical pin. It is possible that the surgeon or staff was unfamiliar with instrument usage and handling. However, an exact root cause could not be determined. Based on the available information further investigation has been performed to determine the necessity of potential corrective and/or preventive actions. It was determined within issue evaluation that the issue is not systematic. The old design is still considered to be acceptable and thus no actions are deemed necessary. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the time of impaction, the guide of the lateral position guide just broke under the impact. No harm done to patient, no delay or surgery. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.